Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gynecology related procedure, the device's prong piece broke off. It fell into patient's cavity but was quickly removed and there was no harm caused to patient. Another device was used to complete the procedure.